Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge was noted to be inaccurate. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported impact to blood glucose. Tandem's technical support recommended for the customer to charge the pump for 30 minutes.